Event description:
Boston scientific received information that this system had been displaying noise on the atrial and right ventricular (rv) channels. All lead measurements and trends were normal and the patient did not pace very often. The caller stated that he believed the patient may have felt inappropriate pacing due to the noise. It is unknown what programming changes or troubleshooting that was done. A revision procedure was performed and the leads were removed from service and replaced. The noise could not be re-produced prior to the case and upon inspection the leads looked good. The new leads were interfaced to the chronic device and some non-cardiac signals were observed and therefore, the physician decided to replace this device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.